Event description:
It was reported that the manufacturer representative was unable to test the device before replacement. When the check was done they learned that some of the lead contacts were bad. The patient was not getting coverage on the right side; the whole right side was out. They were able to do some reprogramming on (B)(6) 2015 and the patient had stimulation on the left side but not the right side. The physician wanted to try reprogram on more time and if that was unsuccessful they would replace the lead. The cause for the lead issue was unknown. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 399930, lot# j0527139v, implanted: (B)(6) 2005, product type: lead. (B)(4).

Event description:
Additional information received reported that the lead was replaced.

Manufacturer narrative:
(B)(4)